Manufacturer narrative:
The device history record review revealed no similar issues. The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo; therefore, the complaint cannot be confirmed.

Event description:
Customer states that the option filter was loaded in and came out of the cartridge the wrong way. The customer removed it with a snare and put a new one in.